Event description:
The customer reported that the sample handler misread 4 barcode labels. During a hepatitis core assay, a barcode label was read as "000ff23100" instead of "003gr26600" and a barcode label was read as "000ff23102" instead of "003gr26602". During an hcv assay, a barcode label was read as "000ff23101" instead of "003gr26601". During an hiv-1 p24 antigen assay, a barcode label was read as "000ff23103" instead of "003gr26603". No error message was given. A svc engineer has been dispatched. No death or serious injury was associated with this event.